Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope image was black. A visual inspection was performed and showed the scope to have distal tip damage, a broken and kinked outertube and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during an arthroscopy, the scope image was black. A backup device was available to complete the procedure successfully; delay and patient injuries were not reported.